Event description:
Affiliate reports while inserting the device at spinal level, the catheter broke off and a 2cm portion of the catheter remains in the pt. This fragment caused a liquoral fistula. Affiliate is collecting more info about the event. As soon as more info is available, they will let us know. The pt is now fine at the present time. Affiliate also stated the product is not being returned.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow report will be filed. Trend will be monitored for this and similar complaints. At the present time, this complaint is considered closed.